Event description:
Boston scientific crm received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to pocket erosion. No further adverse patient effects were reported. A new crt-d system was successfully implanted.

Manufacturer narrative:
(B)(4). I-blade. The device was received with the I-blade bent (curved). The top jaw was slightly off-center and there was evidence of the I-blade rubbing on the top jaw. The device was tested and the energy output was verified. Functional testing confirmed that the jaws would have been difficult to open or close properly due to the bent I-blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure the device would not open fully during the procedure. When the device was inserted into the patient there was pnuemo loss and the surgeon did not have good visibility of the device. The surgeon cut a uterine vessel and some bleeding occurred. The vessel was clamped. The vessel became unclamped and bleeding occurred. The procedure was converted to open. The rep was asked to leave the room. Unknown how the case was completed or if the patient received any blood products. Additional information obtained: surgeon was inpatient and was working without visualization. Could not see tip of device. Uterine vessel cut but not properly sealed; started to bleed. While patient was bleeding, they then addressed the issue of not being able to see. Surgeon forgot to place foley and patient's bladder was filling up. Surgeon thought this was an insulation issue. Surgeon's partner clamped vessel which stopped bleeding. But then the partner let go of clamp, bleeding continued and surgeon immediately converted to open. Etrio re-introduced into trocar with jaws open resulting in issue of not being able to open and close properly. No patient consequence or blood transfusion